Event description:
Home health nurse reporting issues w pump. Pump error empty lithium battery. Nurse tried replacing batteries twice new pump needed. Nurse has gravity tubing to infuse dose today. Serial number: (B)(6). Diagnosis for use: nonfamilial hypogammaglobulinemia.